Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that the act button was not responding. Customer's blood glucose was unknown, but stated that it was high due to anomaly. Customer does not know what caused anomaly. Troubleshooting could not be performed due to insulin pump not being with customer. Unsuccessful attempts were made to contact spouse at home where insulin pump was located.